Event description:
The manufacturer received information alleging the internal battery power source test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.